Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a control-a-flo set that was leaking during patient-use. However, the nurse could not discover where the leak point was on each product. There was patient involvement, but no patient injury or medical intervention was reported. No additional information is available. This is report 4 of 4 of the same reported problem from this facility.